Event description:
It was reported that on april 20th, a myosure procedure was performed and during the procedure silver flecks similar to metal shaving were present in the cavity on resected sections of fibroid. The waste bag was being changed, and the doctor accidentally depressed the white tab and the operative sheath slipped off. The doctor attempted to place the operative sheath back onto the scope and the two ends were not aligned, force was used and then the ends were aligned. The doctor attempted to re-enter the cavity however monitor was displaying black. The camera was checked, all ok. The camera was re-attached and still a black monitor. The procedure was cancelled due to no other scopes available. No additional information is available.

Manufacturer narrative:
Hologic is submitting this report in accordance with 21. Cfr part 803. The submission is based upon the currently available information. The submission of this report does not represent a confirmation of device malfunction involving the hologic products in the event described. D4: lot and serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. H3: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure. 2 devices were involved in this event: 1222780-2023-00178 .